Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascxs0084 showed no other similar product complaint(s) from this lot number.

Event description:
After opening the package of the indwelling needle, it is found that there is foreign matter at the pipe joint.